Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Customer's blood glucose was 140 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.